Event description:
During follow-up, it was not possible to interrogate the device. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
Customer complaint of communication anomaly was not confirmed. Analysis performed indicated the device maintained communication with the programmer without any anomaly exhibiting normal device characteristics. Sensitivity test was performed on nominal settings and it was able to sense within the product specification.